Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The reported there was no cap at the end of the catheter. Based on the description, the customer states "(B)(6) has included white clips in their kit to keep the blue and black parts together, but they frequently fall off." Based on this description, it appears the customer is referring to a spontaneous partial opening (spo) issue. The customer returned one epidural catheter and one non-teleflex luer adapter. The components were received connected together (reference files (B)(4)). No snaplock adapter was returned. The returned catheter was visually examined with and without magnification. Visual examination of the returned epidural catheter revealed that the catheter appears used. Biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. The reported complaint of no cap could be found on the catheter tip could not be confirmed based on the sample received. Based on the full description, it appears the customer is referring to a spo issue. Other remarks: the customer returned a catheter and a non-teleflex luer adapter, however, no snaplock adapter was returned. Therefore, no functional testing could be performed. Based upon the sample received and the information provided, the potential cause of this complaint could not be determined. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
An epidural was placed for version. After version the patient was admitted to ldr with the epidural catheter in place. The next day the patient asked for the epidural to be reactivated. When anesthesia came into the room there was no cap on the tip of the catheter. The patient described required a 2nd epidural placement due to this problem. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
An epidural was placed for version. After version the patient was admitted to ldr with the epidural catheter in place. The next day the patient asked for the epidural to be reactivated. When anesthesia came into the room there was no cap on the tip of the catheter. The patient described required a 2nd epidural placement due to this problem. The patient's condition was reported as fine.